Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain") and menstrual disorder ("menstruation issues"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy and cystoscopy due to complications). Essure was removed. At the time of the report, the device dislocation, pelvic pain and menstrual disorder outcome was unknown. The reporter considered device dislocation, menstrual disorder and pelvic pain to be related to essure. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of the device/ migration of essure device: left coil not found') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in a 35-year-old female patient who had essure (batch no. B53034) inserted for female sterilization and female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included adenomyosis. Concomitant products included ascorbic acid;vaccinium macrocarpon (cranberry 400), mupirocin calcium (bactroban), paracetamol (acetaminophen), sertraline, sertraline hydrochloride (zoloft) and triamcinolone acetonide (kenalog). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain/ pain/ pain pelvic/ pain pelvic area"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), urinary incontinence ("bladder or urinary problems or changes /bladder or urinary problems or changes urinary incontinence"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), migraine ("migraines / headaches"), depression ("psychological or psychiatric problems: depression") and anxiety ("psychological or psychiatric problems: mental anguish"). On (B)(6) 2018, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 4 years 8 months after insertion of essure. On an unknown date, the patient experienced menstrual disorder ("menstruation issues"). The patient was treated with surgery (dilatation and curettage and total laparoscopic hysterectomy with bilateral salpingectomy &cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, menorrhagia, menstrual disorder, vaginal haemorrhage, urinary incontinence, dysmenorrhoea, dyspareunia, fatigue, migraine, depression and anxiety outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, menstrual disorder, migraine, pelvic pain, urinary incontinence and vaginal haemorrhage to be related to essure. The reporter commented: 2 coils visualized in both tubal ostia. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2018: left fimbriated fallopian tube. Sectioning reveals unremarkable lumen. The right fimbriated fallopian tube. Has a tan-pink to pink-red moderately congested smooth to wrinkled serosa. Sectioning reveals an unremarkable lumen. The proximal tube lumen contains a gray coiled metal wire consistent with ligation device. Ultrasound scan vagina - on (B)(6) 2018: uterus with myometrial changes suggestive of adenomyosis both essure is were visualized and both ovaries appear normal. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records : pelvic pain, dysmenorrhea, dyspareunia, urinary incontinence most recent follow-up information incorporated above includes: on 31-jul-2019: plaintiff fact sheet and medical records received : lot number added. Events added- vaginal haemorrhage, menorrhagia, urinary incontinence, dysmenorrhoea, dyspareunia, fatigue, migraine, depression, anxiety. Verbatim ¿migration of essure device: left coil not found¿ clubbed with event ¿device dislocation¿. Verbatim ¿pain¿ clubbed with event ¿pelvic pain¿. Outcome of event pelvic pain updated to ¿recovering / resolving¿. Severity of pelvic pain updated. Event onset dates updated. Lab details added. Concomitant products added. Removal date added. Reporter information, patient details, product indication updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of the device/ migration of essure device: left coil not found') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in a 35-year-old female patient who had essure (batch no. B53034) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included adenomyosis. Concomitant products included ascorbic acid;vaccinium macrocarpon (cranberry 400), mupirocin calcium (bactroban), paracetamol (acetaminophen), sertraline, sertraline hydrochloride (zoloft) and triamcinolone acetonide (kenalog). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain/ pain/ pain pelvic/ pain pelvic area"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), urinary incontinence ("bladder or urinary problems or changes /bladder or urinary problems or changes urinary incontinence"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), migraine ("migraines / headaches"), depression ("psychological or psychiatric problems: depression") and anxiety ("psychological or psychiatric problems: mental anguish"). On (B)(6) 2018, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 4 years 8 months after insertion of essure. On an unknown date, the patient experienced menstrual disorder ("menstruation issues"). The patient was treated with surgery (dilatation and curettage and total laparoscopic hysterectomy with bilateral salpingectomy &cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, menorrhagia, menstrual disorder, vaginal haemorrhage, urinary incontinence, dysmenorrhoea, dyspareunia, fatigue, migraine, depression and anxiety outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, menstrual disorder, migraine, pelvic pain, urinary incontinence and vaginal haemorrhage to be related to essure. The reporter commented: 2 coils visualized in both tubal ostia . Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2018: left fimbriated fallopian tube. Sectioning reveals unremarkable lumen. The right fimbriated fallopian tube. Has a tan-pink to pink-red moderately congested smooth to wrinkled serosa. Sectioning reveals an unremarkable lumen. The proximal tube lumen contains a gray coiled metal wire consistent with ligation device. Ultrasound scan vagina - on (B)(6) 2018: uterus with myometrial changes suggestive of adenomyosis both essure is were visualized and both ovaries appear normal.. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records : pelvic pain, dysmenorrhea, dyspareunia, urinary incontinence quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 12-aug-2019: quality safety evaluation of ptc. Incident we received a lot number sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of the device/ migration of essure device: left coil not found/ expulsion of essure device: left coil not found') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in a 35-year-old female patient who had essure (batch no. B53034) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included adenomyosis. Concomitant products included ascorbic acid;vaccinium macrocarpon (cranberry 400), mupirocin calcium (bactroban), paracetamol (acetaminophen), sertraline, sertraline hydrochloride (zoloft) and triamcinolone acetonide (kenalog). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain/ pain/ pain pelvic/ pain pelvic area"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), urinary incontinence ("bladder or urinary problems or changes /bladder or urinary problems or changes urinary incontinence"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), migraine ("migraines / headaches"), depression ("psychological or psychiatric problems: depression") and anxiety ("psychological or psychiatric problems: mental anguish"). On (B)(6) 2018, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 4 years 8 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage ("gen. Abnormal bleeding"), menstrual disorder ("menstruation issues") and abdominal pain ("abdominal pain"). The patient was treated with surgery (dilatation and curettage and total laparoscopic hysterectomy with bilateral salpingectomy &cystoscopy (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, menstrual disorder, urinary incontinence, dysmenorrhoea, dyspareunia, fatigue, migraine, depression and anxiety outcome was unknown and the menorrhagia, genital haemorrhage, pelvic pain, vaginal haemorrhage and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, menstrual disorder, migraine, pelvic pain, urinary incontinence and vaginal haemorrhage to be related to essure. The reporter commented: 2 coils visualized in both tubal ostia she received treatment for pelvic and abdominal pain, gen. Abnormal bleeding, migration, vaginal haemorrhage, menorrhagia. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2018: left fimbriated fallopian tube. Sectioning reveals unremarkable lumen. The right fimbriated fallopian tube. Has a tan-pink to pink-red moderately congested smooth to wrinkled serosa. Sectioning reveals an unremarkable lumen. The proximal tube lumen contains a gray coiled metal wire consistent with ligation device. Ultrasound scan vagina - on (B)(6) 2018: uterus with myometrial changes suggestive of adenomyosis both essure is were visualized and both ovaries appear normal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of the device/ migration of essure device: left coil not found/ expulsion of essure device: left coil not found') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in a 35-year-old female patient who had essure (batch no. B53034) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included adenomyosis. Concomitant products included ascorbic acid;vaccinium macrocarpon (cranberry 400), mupirocin calcium (bactroban), paracetamol (acetaminophen), sertraline, sertraline hydrochloride (zoloft) and triamcinolone acetonide (kenalog). On (B)(6)2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain/ pain/ pain pelvic/ pain pelvic area"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), urinary incontinence ("bladder or urinary problems or changes /bladder or urinary problems or changes urinary incontinence"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), migraine ("migraines / headaches"), depression ("psychological or psychiatric problems: depression") and anxiety ("psychological or psychiatric problems: mental anguish"). On (B)(6)2018, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 4 years 8 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage ("gen. Abnormal bleeding"), menstrual disorder ("menstruation issues") and abdominal pain ("abdominal pain"). The patient was treated with surgery (dilatation and curettage and total laparoscopic hysterectomy with bilateral salpingectomy &cystoscopy (B)(6)2018). Essure was removed on(B)(6)2018. At the time of the report, the device dislocation, menstrual disorder, urinary incontinence, dysmenorrhoea, dyspareunia, fatigue, migraine, depression and anxiety outcome was unknown and the menorrhagia, genital haemorrhage, pelvic pain, vaginal haemorrhage and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, menstrual disorder, migraine, pelvic pain, urinary incontinence and vaginal haemorrhage to be related to essure. The reporter commented: 2 coils visualized in both tubal ostia she received treatment for pelvic and abdominal pain, gen. Abnormal bleeding, migration, vaginal haemorrhage, menorrhagia. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6)2018: left fimbriated fallopian tube. Sectioning reveals unremarkable lumen. The right fimbriated fallopian tube. Has a tan-pink to pink-red moderately congested smooth to wrinkled serosa. Sectioning reveals an unremarkable lumen. The proximal tube lumen contains a gray coiled metal wire consistent with ligation device. Ultrasound scan vagina - on (B)(6)2018: uterus with myometrial changes suggestive of adenomyosis both essure is were visualized and both ovaries appear normal.. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6)2020: pif received: outcome of the previously reported event- vaginal haemorrhage, menorrhagia were updated. Lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain") and menstrual disorder ("menstruation issues"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy and cystoscopy due to complications). Essure was removed. At the time of the report, the device dislocation, pelvic pain and menstrual disorder outcome was unknown. The reporter considered device dislocation, menstrual disorder and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-mar-2019: quality-safety evaluation of ptc. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of the device/ migration of essure device: left coil not found'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') and genital haemorrhage ('gen. Abnormal bleeding') in a 35-year-old female patient who had essure (batch no. B53034) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included adenomyosis. Concomitant products included ascorbic acid;vaccinium macrocarpon (cranberry 400), mupirocin calcium (bactroban), paracetamol (acetaminophen), sertraline, sertraline hydrochloride (zoloft) and triamcinolone acetonide (kenalog). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain/ pain/ pain pelvic/ pain pelvic area"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), urinary incontinence ("bladder or urinary problems or changes /bladder or urinary problems or changes urinary incontinence"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), migraine ("migraines / headaches"), depression ("psychological or psychiatric problems: depression") and anxiety ("psychological or psychiatric problems: mental anguish"). On (B)(6) 2018, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 4 years 8 months after insertion of essure. On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with surgery (dilatation and curettage and total laparoscopic hysterectomy with bilateral salpingectomy &cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, menorrhagia, menstrual disorder, vaginal haemorrhage, urinary incontinence, dysmenorrhoea, dyspareunia, fatigue, migraine, depression and anxiety outcome was unknown and the pelvic pain, genital haemorrhage and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, menstrual disorder, migraine, pelvic pain, urinary incontinence and vaginal haemorrhage to be related to essure. The reporter commented: 2 coils visualized in both tubal ostia she received treatment for pelvic and abdominal pain, gen. Abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2018: left fimbriated fallopian tube. Sectioning reveals unremarkable lumen. The right fimbriated fallopian tube. Has a tan-pink to pink-red moderately congested smooth to wrinkled serosa. Sectioning reveals an unremarkable lumen. The proximal tube lumen contains a gray coiled metal wire consistent with ligation device. Ultrasound scan vagina - on (B)(6) 2018: uterus with myometrial changes suggestive of adenomyosis both essure is were visualized and both ovaries appear normal. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records : pelvic pain, dysmenorrhea, dyspareunia, urinary incontinence. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received: events abdominal pain, gen. Abnormal bleeding were added. Incident: we received a lot number sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of the device/ migration of essure device: left coil not found/ expulsion of essure device: left coil not found') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in a 35-year-old female patient who had essure (batch no. B53034) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included adenomyosis. Concomitant products included ascorbic acid;vaccinium macrocarpon (cranberry 400), mupirocin calcium (bactroban), paracetamol (acetaminophen), sertraline, sertraline hydrochloride (zoloft) and triamcinolone acetonide (kenalog). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain/ pain/ pain pelvic/ pain pelvic area"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), urinary incontinence ("bladder or urinary problems or changes /bladder or urinary problems or changes urinary incontinence"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), migraine ("migraines / headaches"), depression ("psychological or psychiatric problems: depression") and anxiety ("psychological or psychiatric problems: mental anguish"). On (B)(6) 2018, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 4 years 8 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage ("gen. Abnormal bleeding"), menstrual disorder ("menstruation issues") and abdominal pain ("abdominal pain"). The patient was treated with surgery (dilatation and curettage and total laparoscopic hysterectomy with bilateral salpingectomy &cystoscopy (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, menstrual disorder, urinary incontinence, dysmenorrhoea, dyspareunia, fatigue, migraine, depression and anxiety outcome was unknown and the menorrhagia, genital haemorrhage, pelvic pain, vaginal haemorrhage and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, menstrual disorder, migraine, pelvic pain, urinary incontinence and vaginal haemorrhage to be related to essure. The reporter commented: 2 coils visualized in both tubal ostia she received treatment for pelvic and abdominal pain, gen. Abnormal bleeding, migration, vaginal haemorrhage, menorrhagia. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2018: left fimbriated fallopian tube. Sectioning reveals unremarkable lumen. The right fimbriated fallopian tube. Has a tan-pink to pink-red moderately congested smooth to wrinkled serosa. Sectioning reveals an unremarkable lumen. The proximal tube lumen contains a gray coiled metal wire consistent with ligation device. Ultrasound scan vagina - on (B)(6) 2018: uterus with myometrial changes suggestive of adenomyosis both essure is were visualized and both ovaries appear normal.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: outcome of the previously reported event- vaginal haemorrhage, menorrhagia were updated. Lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.